Event description:
The patient reported hip pain and migration of the left side neurostimulator was confirmed via x-ray. Attempts were made to reprogram the transmitter with no success. The patient would like to have a revision procedure as the device did work previously. Although slight migration was confirmed on the right neurostimulator, the patient is still getting good pain relief on the current programs. The patient is waiting to hear from a physician regarding the revision procedure.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, improperly securing the neurostimulator at the insertion site, and no attempts to reprogram the transmitter have been ruled out as potential causes. Additionally, severe force applied to the implant, excessive twisting, bending or stretching, and contraindicating conditions have been ruled out. However, migration was confirmed via x-ray. The stimulator is used to treat pain. The cause of the hip pain is due to migration. However, the cause of the migration is unknown. The investigation findings do not lead to a clear conclusion about the cause of migration. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.

Event description:
The patient reported hip pain and migration of the left side neurostimulator was confirmed via x-ray. Attempts were made to reprogram the transmitter with no success. The patient would like to have a revision procedure as the device did work previously. Although slight migration was confirmed on the right neurostimulator, the patient is still getting good pain relief on the current programs. The patient is waiting to hear from a physician regarding the revision procedure. Additional information was received on june 5, 2024. An explant procedure was performed on (B)(6) 2024 and new neurostimulators were implanted. The patient is doing well.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, improperly securing the neurostimulator at the insertion site, and no attempts to reprogram the transmitter have been ruled out as potential causes. Additionally, severe force applied to the implant, excessive twisting, bending or stretching, and contraindicating conditions have been ruled out. However, migration was confirmed via x-ray. The stimulator is used to treat pain. The cause of the hip pain is due to migration. However, the cause of the migration is unknown. The investigation findings do not lead to a clear conclusion about the cause of migration. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.